Event description:
It was reported that during a pta/stenting treatment procedure, the stent was missing from the catheter. Upon deployment of the stent, the physician noticed that the stent was missing from the balloon. It is suggested that a stent was never placed on the balloon. A new biliary stent was used and the procedure was successfully completed. The lesion being treated was 90% stenotic. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as 'fine'.